Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.